Event description:
On 02/15: customer reports a (B)(6) male, having a stent placement procedure under general anesthesia when fluoro failed. Staff had to re-boot the system 2 times before the fluoro, delaying the case approx 10 mins, would activate. Procedure was completed without further incident. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.